Manufacturer narrative:
A4. Weight was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had an office consultation with the doctor on (B)(6) /2018. The hcp stated that the action that was taken to resolve the poor communication, discharged battery, machine not working, and the device not being able to charge was that contact was made with a local manufacturing representative (rep) to have the spinal cord stimulator system interrogated/analyzed. Additionally, x-rays of the system were obtained. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was a poor communication. The patient reported the machine was not working and it was the discharged twice. The patient tried to charge her implant and it will not charge. The last time the patient was able to successfully charge the device was 3 year ago or more. The patient noted she went through a divorce and her ex-husband kept the implantable neurostimulator recharger (insr), so she wasn't able to charge. The patient scheduled an appointment with her healthcare professional (hcp) on (B)(6) at 10:45am. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an attorney and nurse of the patient. The caller reported that the patient needed to have their device taken out as it did not work. The caller stated that the patient could not handle a ride in the car to the hospital. The caller wanted to know if the manufacturer would pay for an ambulance ride as it was their recall and defective product that did not work after six months. No further complications were reported/anticipated.